Manufacturer narrative:
(B)(4). Date sent: 9/7/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: "ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to a home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: please explain what is meant by misfire. Were any staples observed in the surgical field? If so, please describe shape. Nothing observed in surgical field was this the first firing of device or subsequent firing? As mentioned above it was the third firing- the first 2 were normal and worked as expected. Did the patient undergo any preoperative radiation or chemotherapy? No what was the approximate blood loss? 4litres and required a transfusion. Was a transfusion required? How was the bleeding addressed? The patient converted to immediate thoracotomy and the cut vessel was stitched. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? The surgeons believes the tissue was proximal to the cut line and is proficient in using the device. What is the current patient status? The patient spent 7 days in ICU and I believe they are now on the ward. I am waiting confirmation from the surgeon.

Event description:
It was reported that during a vats lobectomy, a misfire occurred on the third firing on a pulmonary artery branch, and the bleed resulted in the vats lobectomy converting to thoracotomy. The patient is in a critical condition and I am yet to receive an update on the patients condition this morning.